Event description:
2003, at hospital, I had bilateral inguinal hernia repair. The bard/perfix plug and mesh were used. I have experienced constant pain, discomfort and many other symptoms since the operation. These symptoms include pain in both testicles, pain and tenderness at the surgical site, a rippling feeling across my pelvic area, a tugging from within my testicles. Pain that radiates down my thighs. I have a constant burn and stiffness where my upper thigh meets my groin, the symptoms seem to vary, depending on physical activity, work load ect. The cold weather magnifies the pain without question. I am experiencing erectile dysfunction. I have returned to the surgeon for relief, and he stated that it was just a bad outcome. I have sought 2nd and 3rd surg opinions. I have been treated by pain specialists who have tried nerve blocks ultracet, neurontin, lidocaine patches, advil and heat. Consulted urologist ref e.d. Prescribed viagra. Had MRI to rule out back problems. Had pelvic cat scan w/ negative results. This is just a short note, describing my symptoms and attempts at relief. I am advised that this condition may be caused by nerve entrapment within the plug and mesh. I believe I have been harmed by this device and request that you investigate its safety. Diagnosis for use: bilateral inguinal hernias.